Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that he experienced low blood glucose on 9/30/15. The customer stated that blood glucose was 28 mg/dl and had the emergency medical services come to her house but was not taken to the hospital. Customer stated that the low blood glucose was caused by the basal rates being too high and he did not eat lunch or dinner that day. Customer declined troubleshooting. He is monitoring the settings in carelink.